Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report numbers: 3013886523-2022-00326. A facility reported a 13-year-old female with a gunshot wound to the head was taken to the operating room on (B)(6) 2022 for a decompressive hemicraniectomy, bullet removal, and cerelink icp sensor skull bolt placement. The patient was transferred to the pediatric ICU after surgery. On (B)(6) 2022 at 1151 the bedside nurse accidentally zeroed the cerelink icp sensor when trying to synchronize to the bedside monitor. The bedside nurse called the integra codman clinical specialist on (B)(6) 2022 at 0637 to report the re-zeroing the previous day of the cerelink icp sensor post placement. At the time of the complaint, the patients gcs was 3, the patient was sedated, the icp was reportedly 5 mmhg with a dampened waveform, s/p decompressive hemicraniectomy. The integra codman clinical specialist recommended changing the cerelink icp sensor to re-zero a new cerelink icp sensor to atmospheric pressure prior to placement for accurate monitoring. The sensor was removed and replaced on (B)(6) 2022. Clinical questionnaire provided: monitor use : cerelink time/date of sensor implant: (B)(6) 2022. Time/date of failure n/a. This was not a failure. Sensor information: kit used 826851 cerelink icp metal bolt kit. Serial number (located on backside of sensor): unknown. Lot number (located on the unit carton/box): unknown. Implant location: unknown. Hospital location of implant: unknown. What was the mean icp before the ¿event¿? Icp value: 5 mmhg. What was the icp waveform quality before the ¿event¿? (If connected to patient monitor) : dampened (s/p decompressive hemicraniectomy). When the failure occurred, where was the integra/codman icp monitor positioned? Unknown. Provide a description of any unusual events or issues that occurred during the implantation or during the patient care: n/a. Describe the quality of the insertion: n/a.

Manufacturer narrative:
The cerelink monitor (ID 826820) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.